Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the dexcom continuous glucose monitor (cgm) was displaying an error reading symbol on (B)(6) 2018. The patient stated, they tested their blood sugar with a bg meter and it was showing 48mg/dl while the cmg was still showing the error reading symbol. The patient indicated they started to feel the shakes and his wife drove him to the hospital. On the way to the hospital, the patient drank grape juice to raise his blood sugar. The patient arrived at the hospital at around 12:00pm on (B)(6) 2018. The doctor at the hospital treated the patient reglan, sodium chloride and potassium chloride. The patient was released from the hospital at 4:00am. At the time of contact, the patient was in stable condition. No additional patient or event information is available.